Event description:
The patient reported jaw locked up for about 2 weeks and experiencing tmj issues for months which are getting worse, leading to a full lock of the jaw that had to be released through treatment. The dentist requested stopping byte immediately as it is not good for the tmj issue and is more than likely worsening the jaw joint pain. Additionally, the teeth are severely chipping in the front due to grinding, molars being unaligned, and an overbite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.